Event description:
On (B)(6) 2021, the lay user/patient contacted lifescan (lfs) USA, alleging her onetouch verio flex meter was reading erratically high compared to her feelings and/or normal readings. This complaint was classified based on information obtained from the customer care agent (cca) during the initial call and on additional information obtained after customer care (cc) reviewed the call at medical surveillance request. The patient stated that the alleged inaccuracy issue began on an unspecified date in (B)(6) 2021, in the night. The patient reported that she obtained a high reading but could not recall what the exact result was. The patient usually manages her diabetes with insulin (type unspecified ¿ dose depending on meter readings) and claimed that she took insulin (dose unspecified) in response to the alleged issue. The patient took another unspecified reading and felt like the insulin was ¿not working¿. During review of the call, the patient indicated that the second reading was ¿like 68 mg/dl¿ and ¿lower than normal¿. The patient specified that she started to feel ¿shakes¿ after receiving the low result. The patient denied receiving any medical assistance but stated that she kept on monitoring her blood glucose during the night and drank two boxes of cranberry juice to control her blood sugar. No other blood glucose readings have been reported. During troubleshooting, the cca confirmed that the unit of measure was set correctly on the subject meter and the patient had followed the correct testing process. The cca established that the test strips had been stored properly, were not open beyond their discard date and had not expired. Replacement products and a control solution were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after taking an increased dose of insulin based on an alleged inaccurate high result obtained with the subject meter.

Manufacturer narrative:
This supplemental is being sent to include the investigation conclusion code that was omitted from the h6 field of the initial report. The investigation conclusion code that should have been included at the time of submission of the initial report is: 67. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.